Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient who was receiving fentanyl, clonidine, and bupivacaine at unknown doses and concentrations via an implantable pump for spinal pain. It was reported that the patient was supposed to have their pump refilled on (B)(6) 2018. However, she was admitted to the hospital because she had a nervous breakdown on (B)(6) 2018. It was later stated that the hospital was a psychiatric hospital and that the patient stayed from (B)(6) 2018 until (B)(6) 2018 for an unrelated issue. It was stated that the doctors were going to contact the hcp. However, they did not and the patient missed her refill appointment. The patient had been last refilled on (B)(6) 2018. The office sent a letter to the patient on 2018-jul-02 to remind the patient of her refill. Per the office notes she would have had her lra on (B)(6) 2018 and would have been empty on (B)(6) 2018. The patient was subsequently discharged from the hospital, but needed a refill as she was having withdrawals and pain. The patient had presented to an emergency room on (B)(6) 2018 with withdrawal symptoms. The nurse noted the pump would have been empty for 8 days at this point. Additionally, "about a week ago", the patient had a stroke that was not related to the pump or therapy as it was noted that the patient had a history of high blood pressure and diabetes, which caused the stroke. Additionally, it was reported that the patient had missed every refill for the "past three years, probably." The office would have to call and send letters to the patient every time to get her to come in. She was educated every time about the risks of late refills and the patient remained noncompliant. (B)(6) specified that the patient's pump had never run empty during these three years. The patient had always received a refill before the empty reservoir alarm sounded. No further issues were reported or anticipated.